Manufacturer narrative:
Product complaint: (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was used to complete the procedure? What tissue was being approximated or sutured when it broke?

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2020 and the suture was used. It was reported that when the suture was used, the filament ruptured. There were patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/8/2020. Additional information: attempts to obtain the following information has been performed and the following was received. If the further details are received at a later date a supplemental medwatch will be sent. What was used to complete the procedure? A new suture thread from the same code that presented the failure was used. What tissue was being approached or sutured when it ruptured? The approaching tissue was the uterus (myomectomy surgery)." It was received for analysis an empty opened foil, an empty labeled winding former and two sutures pieces of product code xyvcp346h, lot al7849. During visual inspection of the sutures piece, body fluids were found, and the ends were cut that appears to be by use of surgical instrument. Due to the condition of the sample the functional test can¿t be performed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to condition of the opened sample, the assignable cause of performance breakage suture suggests an improper handling and the complaint is observed by external cause.